Manufacturer narrative:
Reported event was confirmed by review of pictures. Visual inspection of the picture provided identified the plastic tip of the devices had fractured. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 04153.

Event description:
It was reported that the instrument fractured during impaction while putting the glenosphere. No adverse event has been reported as a result of the malfunction.